Event description:
Supposed sensing aicd lead fracture & aicd generator battery end-of-life. Sensing lead tested 7/31/95 & functioned well. Adaptor removed from lead ends, & found to be fractured. Explanted & not replaced.